Event description:
After review of medical records, it was indicated that the patient had chronic swelling and pain, elevated cobalt and chromium ion levels. Serology consistent with metallosis. The patient was then revised for tha failure secondary to metallosis. Operative notes reported that there was an abundant amount of synovial fluid which with staining of the synovial tissues in anterograde fashion, which appear to be synovial tissues rather with staining gray and the joint fluid also has a graying-brownish tinged to it. There was mild amount of corrosion on the femoral neck. There was synovial cyst noted under the cup. Doi: (B)(6) 2006, dor: (B)(6) 2016, (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation documents received. Patient underwent a revision to address pain and elevated metal ions.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update 03/29/2017 ¿medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported metallosis, chronic swelling, pain, and elevated metal ion levels. There was no new information that would affect the existing MDR investigation.the complaint was updated on: 04/18/2017